Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead exhibited noise and had helix mechanism issue resulting in unspecified rotation issue. The lead was removed and replaced. The patient had no adverse consequences.